Event description:
It was reported by the customer that after delivering a couple of shocks to a male pt, the device started re-booting itself and there was a red service light illuminated. The pt was chemically cardioverted. Another defibrillator was made available, but was not needed for defibrillation. The pt did not survive.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A clinical review of the reported event determined that there is not enough info within the records reviewed to ascertain any contribution of the device to the reported outcome. It is unk why the device had episodic power cycles; however, the records indicate a cardiac dysrhythmia that ultimately proved refractory to more than 13 progressive, successfully delivered mechanical cardioversions. The episodes of "power off" did not appear to contribute to rhythm deterioration or significantly delay attempts at therapy. Since it is reported that the pt received "chemical conversion" and another available defibrillator was not utilized, it is assumed no more defibrillation shocks were clinically indicated. It is unk when the pt expired or any contributing factors to the death.